Event description:
The pt suffered a hemorrhage after stage 1 deep brain stimulation implant. The death was reported as multiple system failure. Additional info has been requested, a follow-up report will be sent if additional info becomes available.